Event description:
It was reported that a minimum fill notification occurred while reloading a cartridge. There was no adverse impact to the customer's blood glucose level. Technical support advised cleaning the pneumatic tap area of the pump with an alcohol wipe or lint-free cloth, and the issue was resolved with successful cartridge loading, allowing insulin therapy to continue.